Event description:
It was reported when using the bd pyxis medstation es system failed and caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the pocket was missing. The field service engineer assisted customer to recover the pocket to resolve. The system functioned as intended after the field service engineer investigated the device.